Event description:
Complainant alleged that the medics were attempting to defibrillate a 68 yr old, 230 pound male pt who was in ventricular fibrillation. The medic pressed the analyze button and the device began to charge up to 200 joules, but at 50 joules the device stopped charging and a dotted line appeared on the device screen. The medic again pressed the analyze button and the device began to charge, it then stopped at 50 joules and a dotted line appeared on the device screen. The medics then switched the device to manual mode. They attempted to charge the device to 300 joules, but the device again stopped charging at 50 joules and a dotted line appeared on the device screen. The medics then tried different electrodes with the device, but with the same result. The medics noticed that when they pressed down on the pads the device would continue to charge to the desired joule setting. The medics were able to administer one 200 joule shock to the pt. The pt subsequently expired.